Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a defective controller engine. A field service engineer replaced the controller engines in both drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.